Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a hernia repair, the patient was admitted due to recurrent incisional hernia and pain. The patient was taken for a laparoscopic repair and it was noted during surgery that the mesh was intact circumferentially with "a hole blown right out of the middle" and a significant amount of exudate in the hernia sac with concern for bacterial translocation. A primary repair of the hernia was performed.